Event description:
Oxygenator on heart lung machine malfunctioned. When pt placed on bypass, o2 saturation dropped. Pt rapidly weaned off bypass. O2 saturation returned to normal. Oxygenator changed out. Pt back on bypass. No other problems noted.